Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (260 mg/dl) after the infusion set had been changed and used approximately 10-15 hours. A correction bolus would be delivered to address the high bg. The contact thought that high bg may be associated with the infusion set type as the high bg started after the type of infusion set used was changed from t:30 to a t:90 (6 mm cannula). However, upon examination, the contact not find anything wrong the infusion sets. The customer's healthcare provider recommended the contact to use the t:90 (9 mm cannula).